Event description:
Using a boston scientific "excelon" 19 gauge transbronchial aspiration needle. On third pass down scope, could not remove device from scope's working channel. Scope removed with device trapped inside. New scope used to continue procedure with different transbroncial aspiration needle.